Manufacturer narrative:
The lead remians implanted surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had been performing strnous exercise that put stress on the lead wich resulted in oversensing and the inappropriate delivery of therapy. Lead damage was suspected. The local field representative stated the patient was changed out to a competitve device at which time the lead was capped. There were no adverse patient effects reported.